Event description:
The reporter indicated the device was not being used at the time when the ac power loss alert alarm sounded and the ac main led was not lit but the device was connected to ac power.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.